Event description:
The patient had 5 endeavor drug eluting stents implanted during the index procedure; 2 endeavor stents were implanted in prox rca and 3 implanted in the right posterior descending artery. A dissection was reported to have occurred in the right posterior descending artery, and the dissection was treated by the implantation of the 2 other endeavor stents.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (dissection). (B)(4).

Event description:
It was confirmed that approximately 3 years and 3 months post the index procedure the patient had a revascularization of the right posterior descending artery.